Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor was tested prior to patient contact, with the device in the coiled and uncoiled positions. The device worked perfectly during testing and during the procedure. At the end of the procedure the device "broke" behind the handle. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor was tested prior to patient contact, with the device in the coiled and uncoiled positions. The device worked perfectly during testing and during the procedure. At the end of the procedure the device "broke" behind the handle. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as, a visual inspection of the device were conducted. One device was returned to cook for evaluation without package but had a small label attached. The device was returned with the basket formation in the closed position. The yellow support sheath was bent and split. The cannulated handle was broken and was protruding from the split in the support sheath. There was also damage noted to the basket formation, likely as a result of withdrawing the device through the scope after the damage at the handle occurred. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU does not provide any information related to the reported issue. The returned device was found to have a basket that was closed and could not be opened due to severe damage. The cause for the observed damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.